Event description:
It was reported that the pump touchscreen is often unresponsive. Customer declined troubleshooting and further follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.